Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of very hard nodules and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation and erythema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site".

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the cheeks and chin. About 1.5 years later, the patient developed nodules on both cheeks but nothing in the chin. The patient was reviewed the following week and the patient had developed "very hard nodules on both cheeks" and "redness at the skin level." Patient was treated with cortisone. Symptoms are ongoing.

Event description:
Additional information: the patient was given multiple treatments with hyaluronidase over the span of 2 months. Symptoms "are now contained".

Manufacturer narrative:
The event of delayed hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event hypersensitivity: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Additional information: the event was noted by the healthcare professional to be 16 months delayed hypersensitivity to the product.